Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the device shaft ID was found to be obstructed. The fragment is not loose and contained within the device. The fragment could not be removed and remains unidentified. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue. The cause of the event is undetermined.

Event description:
It was reported that, on the ar-12990, the needle is broken and blocked up in the shaft. This device was a new purchase and was the first use.